Event description:
The following has been reported: (B)(6) pump sn: (B)(6). Reports air issues with every cassette. Hard reset did not resolve the issue. Was not infusing. No patient harm. An initial review of the device logs reveals the following: sensor hardware failure (downstream air sensor). An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The initial MDR was submitted for sensor hardware failure (downstream air sensor). Further information received shows that this complaint is for mechanical hardware failure (av sticky valve). Upon investigation, the complaint for air issues with cassettes was not confirmed. Put pump in final acceptance test and passed. Found no issues with air in line while running a mock infusion at various rates. An internal investigation found no damage and no misconnections for the internal parts. Pump was reverted back to manufacturing mode. Set ID and downstream air sensor were tested for functionality and passed testing. Pump will be sent to repair for all functionality testing.